Manufacturer narrative:
The pipeline flex with shield has not been returned for evaluation. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. D. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-500-35.

Event description:
Medtronic received report that a pipeline flex with shield did not open during a procedure. The patient was undergoing treatment for a giant aneurysm in the cavernous, left internal carotid artery (ica.) The vessel was noted to be severe tortuous. It was reported that the pipeline flex with shield did not open on the distal end at deployment. The device was removed from the patient. Subsequently, two pipeline flex with shield devices were implanted in the patient in a telescoping manner. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: implanted date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex with shield remains implanted in the patient.